Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. Furthermore, no lot number was supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. Even though a definite root cause cannot be determined, this failure may have happened due to some possible root causes such as incorrect bone preparation, off-axis while insertion, hard bone quality etc. We cannot determine a definite root cause for this reported failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy mitek has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that the tip of the customer's gryphon 2.4 mm drill bit broke off in the patient during a labral repair. The part was retrieved form the patient with a grasper. The case was completed with another like device. There were no patient consequences or delays. The device was discarded by the customer. The sales rep could not provide a lot number.